Event description:
It was reported that during an ovarian resection procedure, the balloon would not inflate. Another device was used to complete the case. There were no adverse consequence.

Manufacturer narrative:
Evaluation summary: the instrument was returned intact for analysis with the spacer on device. Balloon would not stay inflated. The balloon was cut. It was concluded that something sharp most probably pinched and cut the balloon. The balloon membrane thickness was found to be within specified limits. The balloons are tested for leaks twice during production, first after tip assembly and again prior to packaging for shipment. The balloon seal may become compromised if it comes in contact with an instrument while it is inserted or during use.